Event description:
During bronchoscopy-ebus (endobronchial ultrasound) procedure, the balloons which were placed at the end of the bronchoscope had tiny holes in them. A total of (B)(4) defective balloons were discovered. Effected the duration of the procedure. Manufacturer response for olympus ebus-tba endoscope balloon maj-1351, olympus ebus-tba endoscope balloon (per site reporter). Rep is [name redacted], I contacted on [date redacted] via email. Endoscopy account manager gi&r, olympus america, inc, cell: [redacted], email: [redacted].